Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The current heartmate 3 lvas instructions for use (IFU) lists bleeding, stroke and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr values. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a post operative course complicated by acute embolic right anterior cerebral artery (aca) cerebrovascular accident (cva) with seizure like activity, ventilator-associated pneumonia (vap) (enterobacter and klebsiella in sputum), and disseminated zoster. It was reported that on (B)(6) 2020 was the date of the suspected stroke. The stroke was diagnosed as ischemic. No changes to patient condition or anticoagulation status were known of that could have contributed. The patient underwent a CT scan of the head, a CT angiogram of head and neck and CT perfusion. Additionally, the patient had intermittent melanotic stools and worsening anemia with a drop in hemoglobin, requiring transfusion packed red blood cells (prbcs).esophagogastroduodenoscopy (egd) on (B)(6) 2020 was unrevealing and was normal without evidence of acute bleed. Colonoscopy with no active bleeding. The patient was off aspirin and coumadin which was restarted without any further bleeding episodes. The device operated as expected. The patient was discharged home on (B)(6) 2020.